Event description:
Correction: the patient's right atrial lead had inappropriate capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation it was observed the patient's right atrial lead had inadequate capture. A x-ray revealed the lead was dislodged. The lead was repositioned. The patient was in stable condition.